Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lap colon procedure, the pad came loose from device. During the case they would use the har and she would keep the beep hold it on three or four seconds past the beep and burnt through. Two pads, peeled back and fell off. The doctor felt it hadn't sealed and that's why she continued to hold down after the pitch changed to the higher pitch from the device. She didn't have a reason in this particular case, there wasn't an issue, she just wanted to be sure that the tissue was sealed. Case completed with another device of the same product code. There were no patient consequences reported.